Manufacturer narrative:
Additional information and corrected data: the following fields are being updated based on the new information received as per further follow-up: section b5 - describe event or problem: it was initially reported that the intraocular lens (iol) was defective. Through follow-up we learned that the lens was in contact with the patient and was also implanted. During implantation, the posterior haptic tore off so they had to remove this lens. A new iol was implanted immediately afterwards with the same model and the same power. The material was discarded and cannot be sent in for investigation. No further information was provided. Section h6 - medical device problem code: 1261 section h6 - type of investigation: 4115 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), section e1 - (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective. No further information was provided.